Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced chronic pelvic pain, vaginal area pain, urinary tract infections, vaginal bleed, vaginal odor, inflammation, painful urination, painful intercourse, nocturia, urinary retention, mesh erosion, vaginal mucosa separation with mesh extrusion, urinary urgency, urinary frequency, urinary incontinence, prolapse, physical pain, discomfort, ¿suffered psychologically and emotionally/stressed¿ (emotional changes), post-surgery discomfort; ¿I have a harder time walking and working out due to my pain and discomfort/it takes me more time to complete household tasks, yard work or running errands due to frequent bathroom breaks/spending time with family and friends now require having a restroom always nearby¿, adhesions, cystocele (prolapse), dyspareunia, umbilical hernia/surgical hernia (hernia), hematuria, nausea, vomiting, stage iii anterior wall prolapse/recurrent stage ii uterovaginal prolapse, postoperative left lower extremity pain, foul odor, vaginal discharge, right leg/pelvic pressure, ¿feels that something is protruding out of her vagina", burning in vagina (burning sensation), tenderness to abdomen, diarrhea, bacterial infection, vaginal spotting, itching, blood loss and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced hemoglobin dropped from 13.5 to 11.3 the day after surgery, vaginal infection, mesh excisions (seven office visits), premarin cream treatment, bilateral erythema of vulva, mesh extrusion on the left pelvic sidewall and the anterior vaginal wall, cervical prolapse, mesh extrusion at the left sulci, pessary, mild chronic uteropelvic junction stenosis, small hiatal hernia, tenderness in her lower abdomen, intermittent difficulty urinating, umbilical hernia repair with ventralex mesh, thin fascia (umbilical and abdominal) "consistent with her smoking history,¿ hip pain, groin pain, exquisite tenderness over the trochanter of the right hip (bursitis), recurrence of prolapse, pelvic fibroids, recurrent bladder infections, constant and severe vaginal pain, vaginal vault prolapse and ¿abnormal amount of time for wounds to heal.¿